Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was hospitalized due to an occluded cannula. Customer was hospitalized due to high blood glucose of 20mmol/l. Customer was disconnected the device prior to hospitalization due to highs. Customer's doctor assumed it was due to occluded cannula. Customer was connected to the device. No further information reported.